Event description:
Additional information: the patient's outcome was noted as having resolved without sequelae.

Event description:
It was reported that the pt had an infected pump pocket with dehiscence. There was an open surgical site with pump visualization. The result of the event was that the pt had a prolonged hospital stay. The event was reported as severe. The pump was removed. The drugs used in the pump at the time of the event were sufenta and bupivicaine, and unk baclofen.

Manufacturer narrative:
(B)(4).